Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the 3.0 x 15mm rx trek balloon dilatation catheter (bdc) using an indeflator, air was continuously pulled. There was no reported patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.